Event description:
The customer reported that after treatment was completed, the pt was sitting up and while therapist was moving the collimator from 270 degrees to 0 degrees, the collimator cover fell to the couch top hitting the headrest positioned on the headboard accessory. Since the pt had just moved to a sitting position, the collimator cover did not hit her when it fell. No serious injury reported, and no further pt info provided.

Manufacturer narrative:
Our investigation revealed that the collimator cover thumb latching screw was not used, as it was missing. The cover most likely worked its way loose during collimator rotations. Testing during our root cause analysis showed it was possible to incorrectly install the cover, but still fasten the latch retaining screw. This made it possible for the cover to fall even with the latch retaining screw installed. Further testing shows that when the cover is installed correctly, it cannot fall. Even though the previous design was adequate when used properly, a more robust solution has been implemented to add a captive latching mechanism for current production units. This new latching mechanism was retrofitted to the collimator cover from this incident and the device was returned to operation. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. No add'l f/u to this MDR is expected.